Manufacturer narrative:
Corrected data: b1: product problem should be corrected to adverse event. B2: other serious or important medical events should be added for correction. H3: serious injury should be added for correction. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.50/3.0/068 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) in (B)(6) 2021. Low vault with rotation was observed and the patient experienced sever glare and ghost image. The lens remains implanted. The reporter states the cause of this event is due to user error. The reporter also states that the device failed to perform as intended. For cause details the reporter states "cause of rotation is low vault". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient identifier: (B)(6). Implant date: (B)(6) 2021. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Claim# (B)(4).